Event description:
It was reported that while preparing this cardiac resynchronization therapy defibrillator (crt-d) system for a magnetic resonance imaging (MRI) scan, high out-of-range left ventricular (lv) lead pace impedance measurements greater than 2,000 ohms were observed. A vector breakdown showed high out-of-range pace impedance measurements for most vectors including lv1. The lv lead was reprogrammed to lv2-lv3 where stable, in-range impedances were observed in the 1,265-1,295 ohms range. The field representative planned to consult with the health care professional (hcp) for further guidance. Additional information received reported that the MRI was completed without issues. This lv lead remains in service and will continue to be monitored via normal follow-ups. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the event cause, but further information was unable to be obtained.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: initial reporter details updated.

Event description:
It was reported that while preparing this cardiac resynchronization therapy defibrillator (crt-d) system for a magnetic resonance imaging (MRI) scan, high out-of-range left ventricular (lv) lead pace impedance measurements greater than 2,000 ohms were observed. A vector breakdown showed high out-of-range pace impedance measurements for most vectors including lv1. The lv lead was reprogrammed to lv2-lv3 where stable, in-range impedances were observed in the 1,265-1,295 ohms range. The field representative planned to consult with the health care professional (hcp) for further guidance. Additional information received reported that the MRI was completed without issues. This lv lead remains in service and will continue to be monitored via normal follow-ups. No adverse patient effects were reported.